Event description:
Thread disintegrated while I was using it [device breakage]. Thread disintegrated while I was using it, which led to an uncomfortable situation and required medical attention to resolve [foreign body in reproductive tract]. Case narrative: on 19-dec-2024, a spontaneous report was received from a consumer regarding a 38-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date in 2024 (reported as "recently", relative to 19-dec-2024), the consumer started the use of playtex sport plastic, unscented. On an unspecified date in 2024, when the consumer was using the tampon, the thread disintegrated. Subsequently, it led to an uncomfortable situation and required medical attention to resolve it. No additional information was provided.

Manufacturer narrative:
An investigation was conducted that included a trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time because the consumer did not provide a specific product or manufacturer¿s lot code. The investigation showed no issues present that would have contributed to this malfunction of tampon performance and revealed no issues requiring corrective action with the product manufactured.